Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. The patient reported that 'I have so much trouble with this implant I finally got it moved at last but it's still not right.'  The agent did not attempt to reach out to the patient for additional information due to the patient¿s escalation in both calls and emails to the patient services.  Additional information was provided from a consumer stated that she had a lump near the pump and that she has been in pain since july. The patient stated that she had a pump replaced due to weight loss and had to be moved. The patient stated that the surgery for replacement was awful and that she looked butchered after that. She has other health issues which are dystonia, ataxia and just has a lot of pain and the patient hard time speaking.